Manufacturer narrative:
Submit date: 8/10/2017. An investigation is currently under way; upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the yankauer handle fg71-24227 broke off during surgery in the patient. The were able to recover it. The patient was not injured.